Manufacturer narrative:
Product analysis: ¿as found condition: the pipeline flex shield embolization device and phenom 27 catheter were returned for analysis within shipping box; within a plastic bio-pouch; and within an opened pipeline flex shield outer carton; and inner pouch. The pipeline flex shield pushwire was returned within the phenom 27 catheter. ¿damage location details: the pushwire was returned extending out from catheter hub. In addition, the distal braid, sleeves and tip coil were deployed from distal tip. No bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The distal and proximal ends of pipeline flex shield braid were found to be fully opened and damaged. ¿ testing/analysis: the pipeline flex shield was pushed out from catheter without any issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline was initially opened in the middle cerebral artery (mca) and then pulled back to the distal landing zone to treat the wide neck aneurysm and a very small one distal from the big one. After pulling back again the stent for approximately 2mm with intention not to cover a side branch distal from both aneurysms, the customer realized that the tip of the pushwire had entered the inner lumen of the stent instead of moving more distal (which is the normal behavior.) For security reasons he removed the whole system (stent and micro catheter) and implanted another pipelinewhich showed normal behavior. No patient symptoms or further complications were reported as a result of this event. The pipeline was used for an approved (on-label) indication. The device and any accessories were prepared as indicated in the IFU. The patient was undergoing surgery for treatment of a saccular, unruptured right internal carotid artery (ica) aneurysm with a wide neck, diameter unknown. The landing zone was 3.8mm proximally. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet therapy (dapt) was administered, platelet reactivity units (pru) level unknown. Angiographic result post procedure was ped2 implanted, aneurysm successfully treated. Ancillary devices include an unknown guide catheter, phenom 27 microcatheter, unknown guidewire. Additional information received clarified due to for shortening of the pipeline stent during deployment. (2-3 times longer in microcatheter than deployed) the pushwire moves distal which is the normal behavior and shows that the stent is not stretched the cause of the event was not determined.